Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device was difficult to fire and no audible crunch was heard. After firing, the anvil came off of device while removing from the patient. The anvil was removed by slowly milking it down the colon and out of the anus. Upon inspection of the anastomosis, incomplete staples were visually noticed. This area was resected out and another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
Boston scientific received information that an increase in thresholds was noted on this left ventricular (lv) lead. An x-ray noted a slight lead dislodgment. A repositioning procedure took place and damage on the insulation was noted. The lv lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Uncut washer blemished. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. When either or both of these scenarios occur, the device will not transect the tissue completely resulting in difficulties to remove the device. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.